Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower sensor scan result on the adc device and started to eat to get it up, but it would still show low. The customer then used a competitor brand device it showed that their blood levels were actually high, no numbers. It is unknown whether the customer noted a trend arrow on the device. The customer experienced feeling drowning, vomiting, had stomach pain and dizziness. The customer then requested to go to the hospital and at the hospital their blood test showed their glucose level was at around 500 mg/dl and then it kept going up to 600 mg/dl and ended up in 700 mg/dl. The customer was then given insulin (dose/type unspecified) by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Y. Clinical data was reviewed and confirmed that freestyle libre product continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre product was reviewed and showed no anomalies or non-conformances that could have led to the complaint. The available tripped trend reports were reviewed for the product for the last year. The review identified a tripped trend for this reported issue. This tripped trend was investigated and addressed as per adc process and procedures, and it was determined that no trends were identified that would indicate any product related issues. Therefore, it has been determined that no further actions are required at this time. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.